Manufacturer narrative:
Updated manufacturer's investigation conclusion: review of the retrieved log files confirmed pump stops and restarts that appeared consistent with a driveline issue. Evaluation of the returned heartmate 3 modular cable confirmed wire insulation/conductor damage due to fatigue that could have caused the pump stops. The heartmate 3 modular cable, lot #161200, was returned in used condition. Examination of the polyurethane outer jacket revealed gray discoloration along the length of the jacket. Upon removal of a section of tape, two tears in the jacket were noted at approximately 13¿ from the controller connector. Examination of the controller connector and inline connector bend reliefs revealed brown discoloration with no signs of damage. The controller connector and inline connector pins appeared unremarkable. In its returned condition, continuity testing using a digital multimeter on the returned modular cable revealed no shorts; however, discontinuity in the black and orange wires (ground wires) was noted with cable manipulation. Wire kinking was noted at approximately 4.0¿, 6.0¿, 8.25¿, and 10¿ from the controller connector. Wire insulation damage was discovered at approximately 4.0¿ (yellow), 6.0¿ (brown, red, and orange), 8.25¿ (black, orange, and green) and 10.0¿ (black) from the controller connector. The orange wire at approximately 6.0¿ was completely severed. The black wire was almost completely severed at approximately 8.25¿ with the conductors discontinuous and the insulation partially connected. The returned pump, controller, and modular cable were operated on a mock loop with a test system monitor, test patient cable, and test power module. The pump stop events captured in the retrieved system controller and lvad (left ventricular assist device) log files were reproduced when the midsection of the modular cable was manipulated, removing the intermittent contact of the fractured black wire conductors approximately 8.25" from the controller connector. At least one of the two ground wires in the driveline must be intact in order for the pump to operate. The wire insulation and conductor damage appeared to be caused by repetitive flexing over time. The relevant sections of the device history records for the modular cable, lot #161200, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also describes all alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". The heartmate 3 lvas patient handbook rev. G, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the retrieved log files confirmed pump stops and restarts that appeared consistent with a driveline issue. Evaluation of the returned heartmate 3 modular cable confirmed wire insulation/conductor damage due to fatigue that could have caused the pump stops. Evaluation of the modular cable also confirmed superficial damage and discoloration of the polyurethane outer jacket, as well as discoloration of the controller connector and inline connector bend reliefs. The heartmate 3 modular cable, lot #204040, was returned in used condition. Examination of the polyurethane outer jacket revealed gray discoloration along the length of the jacket. Upon removal of a section of tape, two tears in the jacket were noted at approximately 13¿ from the controller connector. Examination of the controller connector and inline connector bend reliefs revealed brown discoloration with no signs of damage. The controller connector and inline connector pins appeared unremarkable. In its returned condition, continuity testing using a digital multimeter on the returned modular cable revealed no shorts; however, discontinuity in the black and orange wires was noted with cable manipulation. Wire kinking was noted at approximately 4.0¿, 6.0¿, 8.25¿, and 10¿ from the controller connector. Wire insulation damage was discovered at approximately 4.0¿ (yellow), 6.0¿ (brown, red, and orange), 8.25¿ (black, orange, and green) and 10.0¿ (black) from the controller connector. The orange wire at approximately 6.0¿ was completely severed, and the black wire was almost completely severed at approximately 8.25¿. Review of the retrieved log files from the returned pump and controller found multiple pump stops and restarts on (B)(6) 2022 which appeared consistent with shorting of the power wires (red and brown at approximately 6.0¿ from the controller connector) due to exposed conductors. Transient low flow events and alarms were captured on (B)(6) 2022 while the pump operated at the set speed (refer to manufacturer report number: 2916596-2022-11428 regarding this finding). The 14-volt batteries powering the system were depleted on (B)(6) 2022, the controller backup battery powered the system until it too was depleted, and the pump turned off. The returned pump, controller, and modular cable were operated on a water loop with a test system monitor, test patient cable, and test power module. The pump stop events were recreated when the red and brown conductors were allowed to touch (insulation damage at approximately 6.0¿ from the controller connector). The wire insulation and conductor damage appeared to be caused by repetitive flexing over time; however, a specific cause for this finding could not be conclusively determined. Additionally, a specific cause for the discoloration and/or damage of the polyurethane outer jacket and bend reliefs could not be conclusively determined; however, the superficial damage and discoloration would not have contributed to a functional issue. The relevant sections of the device history records for the modular cable, lot #161200, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also describes all alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook rev. G, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2022. The patient was found in their flat, and when the ICD was interrogated the patient had received multiple shocks for ventricular arrhythmia during the night. The patient ultimately went into cardiac arrest and was asystolic. On post mortem, the patient was found to have a completely clotted left anterior descending artery. Evaluation of the returned modular cable found wire insulation and conductor damage. Related manufacturer report number: 2916596-2022-11428.